Manufacturer narrative:
Initial failure analysis was confirmed, the instrument exhibits a broken molded insulator and bent grip tip. The root cause for the failure mode can be attributed to misuse and/or mishandling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.33 mm. The grips were not found to be cracked. Further inspection found a broken molded insulator. Additionally, the instrument was found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 1.50 mm x 0.49 mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument tips did not align and it was not working properly. The procedure was completed with no reported injury.